Event description:
The customer reported that the device failed testing when attached to the test load. There was no pt involvement.

Manufacturer narrative:
(B)(4) : the customer reported that the device failed testing when attached to the test load. There was no pt involvement. The device was returned to philips. The reported symptom was reproduced and replacement of the power pca resolved the issue.